Event description:
On the event date, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately compared to her feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient in 2009, and obtained the following information. The patient reported that starting one month prior, she consistently obtained a blood glucose reading of "133 mg/dl" for several days when testing with the subject meter. The patient stated that she tests her blood glucose 3x/day and manages her diabetes by taking a set dose of novolin insulin (6 units) every morning. On the morning of 2009, the patient reported waking up at approximately 6:30am and tested her blood glucose. The patient confirmed she obtained a reading of "133 mg/dl", which she felt was a "little high." The patient denied taking any action at the time she obtained the alleged inaccurate result. However, approximately 45 minutes later, the patient reported that she began to feel sweaty and shaky. The patient claimed she immediately treated self with food and/or drink and felt better afterwards. The patient denied testing her blood glucose with the subject meter or any other device at the onset of symptoms. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient claims she reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.